Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 3.0-3.5 inr. On (B)(6) 2010, pt had chest pains in the morning. She went to the ER and was diagnosed with chest clots. Pt was given steroid treatment. Pt was given levaquin for a sinus infection on (B)(6) 2010.